Manufacturer narrative:
The electrode lot number was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for two patient samples tested on the cobas 8000 ise 900 module. Sample 1: the initial result was 153.02 mmol/l. The repeat result was 143.42 mmol/l. Sample 2 (B)(6) 2026): the initial result was 148.89 mmol/l. The repeat result was 136.95 mmol/l.